Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) alleging that his onetouch ultra mini meter had developed a power issue ¿ meter does not turn on. The complaint was classified based on customer care advocate (cca) and additional information obtained when cca reviewed the call. The patient stated that the alleged product issue first began on (B)(6) 2018, 8:00 pm when he changed the battery on the meter after obtaining a result of 460mg/dl. The patient manages his diabetes with insulin (self-adjuster) and stated that on (B)(6) 2018, 2:30 am he took 2 glyburide metformin tablets and a shot of toujeo insulin in response to the high result. He stated that 9 hours after the alleged product issue at 5:00 am he developed symptoms of ¿cold and a little shaky¿. The patient stated that at 5:15am he self-treated with some food ¿ate some candy¿. The patient denied that he obtained a blood glucose result on another device. At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used and the correct test strips were being used. Based on the information provided, there was no misuse of the product. The cca noted that when the patient inserted a new test strip the meter did not power on. However, when the patient pressed the power button the meter did turn on. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began as they were unable to obtain a result on the subject meter.